Event description:
Customer replaced device displayed pt not connected message during response to call. Pt was transported without incident. Further pt detail was not provided by customer. Service rep duplicated reported condition. Device was repaired and proper operation confirmed.